Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose of 40 mg/dl. The customer attributed the low bg to an increase of exercising. However, the also customer reported needing to adjust the basal rate due to experiencing low bg. Settings were adjusted and bg was addressed with carbohydrates.